Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) of overfill, abdominal pain and hernia. However, there is no objective evidence indicating a liberty select cycler product deficiency or malfunction was associated with the event(s). The pdrn attributed the overfill event to the patient manually bypassing a drain cycle during pd therapy, which lead to the exacerbation of a pre-existing abdominal hernia characterized by abdominal soreness/pain. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure. During peritoneal dialysis, the pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures, and the surgical introduction of the pd catheter also increases the risk of hernia formation. Therefore, a possible contributory association between ccpd therapy with the liberty select cycler and the hernia cannot be excluded. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was overfilled and developed a hernia. Upon follow up, patient¿s peritoneal dialysis registered nurse (pdrn) stated that the abdominal hernia (specifics not provided) did not develop due to the overfill event. The patient has a surgical history including multiple unsuccessful hernia repairs, and the surgeons are unwilling to attempt another repair. The patient refuses to transition to in-center hemodialysis (hd), despite multiple recommendations by the nephrologist. The pdrn stated the patient was not hospitalized following the event, nor was any medical intervention required. The patient¿s abdomen was sore for several days following the event, however the soreness has abated. In reviewing the patient¿s treatment data with the pdrn, it was confirmed the patient manually bypassed drain 1 and moved to fill 2, which caused the overfill. The pdrn confirmed many people are experiencing power outages due to severe weather in the area. However, the patient is also non-compliant and refuses to perform any form of renal replacement therapy according to what is prescribed. Instead the patient performs a single manual run for an entire 24-hour period, despite many educational sessions with the pdrn. Due to the patient¿s non-compliance, the pdrn stated the patient is constantly uremic to the point of confusion and memory loss. The patient currently continues to perform ccpd therapy ¿when they feel like it,¿ utilizing the same liberty select cycler without issue.